Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument used for bleeding control was found to have the jaws did not close nor open properly. The customer was not able to remove the instrument from the cannula, so they removed the instrument with the cannula. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that the instrument grips would not close even though the instrument did not collide with any other instrument or tool during the procedure. The instrument jaws were not stuck on tissue. The port incision was not enlarged to remove the instrument. In addition, the bleeding was less than 10ml and was expected as part of the procedure. The blood loss did not occur due to the use of an isi product and there were no anatomical factors that caused the bleeding. No unexpected movement of an intuitive product that caused the bleeding.

Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis team. The instrument was found to have one bent grip, causing misalignment of the grips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage.

Event description:
Refer to h10/h11 for follow-up information.